Event description:
During cryoablation procedure, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and continued the procedure. There was no patient injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the u.s. The returned device was visually inspected and functionally tested. Visual inspection showed blood between balloons. Smart chip verification indicated the catheter was used for 4 injections. Failure files confirmed the system notice 50005 "leak detection" for the date of case. Bin files showed that there were oscillations in temperature during the 4 injections performed with this catheter. The catheter failed the performance test due to system notice 50005 upon connection. Pressure test showed a leak through the guide wire lumen, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping at the coil at 1.50 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found and is currently in the action plan phase. This report will be recorded and trended. 3002648230-2013-00012